Event description:
The patient¿s implant lasted for about eight months. They told the patient the electrodes burned in the unit. The health care provider (hcp) thought ¿it was something else.¿ the company representative had no information regarding this event. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0417605v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 389033, lot# j0437423v, implanted: (B)(6) 2004, product type: lead. (B)(4).